Manufacturer narrative:
Batch review performed on (B)(6) 2022, lot 168560: 30 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director at 2 years after a complex revision tka surgery, a traumatic event occurs that reportedly determined the fracture of the insert fixation screw and partial dislocation of the insert. The report does not specify if a new screw could be implanted, and no post-revision xrays are supplied. It is conceivable that no screw could be used for the second revision. It must be noted that the original insert was of low thickness (12mm), there is no information as to the thickness of the new insert used. The lower the insert, the more stable it can be expected to be, even in absence of the fixation screw. Given the complex situation of the involved joint, removal/substitution of the tibial tray should be avoided, and most likely the condition of minimum damage to the patient is to leave the existing tibial tray and the insert clipped with no additional fixation screw. However, the behaviour of the prosthesis in these conditions cannot be predicted.

Event description:
The patient came in reporting pain after falling. About 1 year and 9 months after the primary surgery, the surgeon observed that the screw in the patient's poly had broken and that the poly had partially dislocated. The surgeon removed the broken screw and revised the poly. The surgery was completed successfully. 3.5nm torque limiter used.